Event description:
The product was used during a closure of the gastric pouch. The suture broke and the knots did not hold. The surgeon applied another suture to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA.